Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the device migrated. No endoleak has been reported; however, the physician states that the device is losing fixation and will develop an endoleak unless intervention is performed. A talent cuff has been ordered to ensure an adequate seal.